Manufacturer narrative:
It was later reported that when the surgeon pressed the foot pedal, the microscope had issues aligning to the target and was found to be a couple millimeters off. The issue was found to be caused by a feature that was turned on inside the zeiss settings which should have been turned off to use microscope robotics. During the onsite inspection, the medtronic representative reported that the system functioned within its specifications. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the stealth robotics to align-to-target alignment was slightly off. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.